Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of expulsion, detachment of device component and burst: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Clinic reported injecting a patient with juvéderm ultra xc. During the injection, the "vial exploded" and there was a "pop-off" when approximately 0.2ml was left in the syringe. There were no reported injuries.

Event description:
Additional information: while injecting the patient in the lip with the packaged needle, the needle popped off while the needle was in the patient's lips and the remaining product went over the patient's face. Patient was distressed when the needle popped off and the product went onto their face.